Event description:
On (B)(6) 2012, the patient's mother/reporter contacted animas on behalf of the patient to report an issue with the gauge of the animas insulin pump. Although the cartridge still had 20 units of insulin, the animas pump would give an empty cartridge alarm or "out of insulin" alarm. The alarm history showed repeated low cartridge alarms. In addition, the subject pump was giving several occlusion alarms. The patient was in the emergency room at the time of call with high blood glucose readings and was treated with IV fluid. Prior to the patient's ER visit, the patient tested at 590 mg/dl the night before and took bolus insulin via the pump. His blood glucose reading decreased to the 300's mg/dl the following morning. He tested positive for large ketones and had symptoms of headache, nausea, and tired. The reporter requested that the subject pump be replaced due to the patient's ongoing high blood glucose. The animas pump was replaced and requested back for investigation. Troubleshooting revealed the cause for the multiple occlusions was due to improper cycling of the cartridge. Some bolus insulin dosages were canceled due to the occlusion alarms the patient received on the day of concern. This complaint is being reported due to the alleged false empty cartridge alarm issue and frequent occlusion alarms. In addition, the patient had elevated blood glucose above 500 mg/dl and required medical intervention.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The review of the pump black box revealed that there were several occlusion alarms recorded associated with high force. The pump successfully performed the rewind, load, and prime sequence, the pump was exercised for 24 hours without alarms. A force sensor calibration test was performed and found that the force sensor was within specifications. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Multiple boluses were programmed using the normal, ezcarb and ezbg boluses and the boluses were recorded accurately in the bolus history. Low and empty cartridge alarms were induced which functioned appropriately. The pump was opened and confirmed no damage to the pump force sensor or power circuits.